Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Additional contact: (B)(6). H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was the presence of water (condensation) in the cuff, as well as the balloon tubing, during the last cannula change. Trach installed on (B)(6) 2023, and changed on (B)(6) 2024 (documented on (B)(4)). The trach installed on (B)(6) was changed on (B)(6) and the hospital noted the same thing: moisture in the main balloon (0.5 cc removed). There was patient involvement and no patient harm/adverse event reported.